Event description:
Initial report received from representative that an eva 600ee was being used to lift a pt over the bed when a loud bang was heard and the pt was fell from the sling. The pt was taken to the hospital for eval. Romedic representative was on site on (B)(6) 2011 to inspect device in question, eva 600 serial # (B)(4). Narrative of event as described to the company representative by witness to the event: "lifting pt from wheel chair to bed. Shoulder lift strap disengaged from slingbar. Pt fell bruising forehead and back. Sent to ER for x-ray and CT scan." Outcome of incident was bruise on forehead and back of pt. The representative, while interviewing the caregivers involved with this incident, tried to duplicate the incident as described, and found that he could not cause the sling to come free from the slingbar and was unable to duplicate the event. Lift was examined (B)(6) 2011. Slingbar was found to be attached properly to the lift, the safety latches on slingbar were found to be attached and operating properly, the lift was found to be operating properly.